Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned with the needles captured by both cuffs and the rail suture end was cut with the device cutter. This is indicative of successful needle deployment and suture retrieval. The suture and link were returned intact. There was no suture or link break detected as reported. Inspection of the returned suture indicated that the suture knot was properly formed and tightened. There was no suture loop observed, suggesting that the knot was successfully advanced to the arterial surface as intended and the suture was pulled out of the artery during the knot tensioning to close the access site. The contributing factors that could cause the suture to be pulled out of the artery include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions and/or incorrect deployment technique. The reported calcification and prior arteriotomy in the target groin could have contributed to the difficulty tightening the suture knot. Subsequently, excessive pressure may have been applied to the suture while attempting to tighten the knot causing the suture to be pulled out of the artery. The perclose proglide instructions for use states that the safety and effectiveness of the device have not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. Based on the investigation findings, the probable cause for pulling the suture out of the artery is related to the operational context in the use of the device. No manufacturing or quality deficiency was detected. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database for this lot revealed no similar incidents. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The safety and effectiveness have not been tested in patients with femoral artery calcium which is fluoroscopically visible at the access site.

Event description:
It was reported that an arteriotomy closure of a calcified common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, the suture broke at the link connection. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide. No additional information was provided.